Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The logs did not provide any additional insight regarding the alleged inaccuracy. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient sex not available from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that there was an alleged inaccuracy of approximately 5mm during a clinical case. The surgeon had two cases with the system that day and the this occurred during the later case. Both cases used the same approach with access and retractors. Access was completed prior to an imaging system spin with retractors in place (gelpi style retractors).the retractors were removed prior to the spin. Accuracy was not checked before re-inserting the retractors for the first case. It was reported that the site leave the retractors during the imaging system spin moving forward to prevent anatomy movement. Removal and re-insertion of retractors could potentially cause anatomy displacement and the appearance of the virtual image to be deeper than the physical tool. There was no patient impact reported.